Event description:
Customer stated that the product was running very hot during a procedure. They continued to use the handpiece and took it out of service when the case was completed. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device is received at the investigation site. Investigation of the actual device is on-going. The results will be submitted in a follow-up report.